Event description:
Reporter alleges results are high on daughter's mobile system and does not trust the meter any more. Following tests were performed on (B)(6) 2013: 378 mg/dl (08:19) 241 mg/dl (10:11) 100 mg/dl (12:00) 97 mg/dl (14:00) no symptoms or treatment reported during these tests. At 16:50, the meter displayed hi (result over 600 mg/dl) "several times" and the child fainted. The customer's mother gave her unspecified amounts of honey, bread and unspecified insulin. After about 20 minutes, customer was "reactive." The test cassette was changed at this time and the following results were obtained after the incident: 91 mg/dl (17:08) 84 mg/dl (18:38h) 117 mg/dl (19:24h) 208 mg/dl (21:31h) 210 mg/dl (23:34h) at the same time 108 mg/dl on a competitor device; 191 mg/dl (05:45h) no symptoms or treatment reported during these results. Customer has recovered fully and is currently fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.